Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows lens was dirty, unable to see any mark or tear. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawan. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.

Event description:
A reporter stated, that the surgeon was inserting a single piece collamer lens model cc4204bf and the lens tore. The surgeon removed the lens without enlarging incision. No patient injury. This is one of two incidents that occurred to this patient. See MFR report number 2023826-2007-00660 for the other incident.